Event description:
Customer sent repair request with an issue of "the power does not turn on". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following were noted: return device: serial is (B)(4). Visual inspection: there was no abnormality in the appearance. Actual machine confirmation: the problem has been reproduced. The issue found to be due to qb board (circuit board) failure. Based on evaluation findings the customer reported issue was reproduced and found to be attributed to qb board failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on most likely due to a faulty circuit board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.